Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia/hypotension was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia (vt). The patient was treated with amio to resolve the vt. The patient had low hemoglobin, hematocrit, and platelet values, and was transfused two units of packed red blood cells. Systemic heparin was withheld. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.